Event description:
The user received a questionable troponin t stat generation 4 (troponin t stat) result for one patient sample. The initial result for the sample poured into a sample cup was 0.119 ng/ml with a data flag. The user retested the sample in the primary tube twice and the results were 0.014 ng/ml and 0.021 ng/ml. The user tested quality control material which was acceptable. The user then repeated the original aliquot in the sample cup and the result was 0.018 ng/ml. The user then repeated the primary sample tube and the result was 0.016 ng/ml. The laboratory reported the result of 0.021 ng/ml which the user believed to be accurate. The patient was not adversely affected. The troponin t stat reagent lot number was 16234301 with an expiration date of 05/31/2012. The field service representative could not find a cause. He ran performance testing and found everything with the mechanics and electronics were within specifications. He checked out any possibility of electrical interference and moved a radio that was located directly above the analyzer. The user ran quality control with results within limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a clear root cause. Based upon information provided, pre-analytical issues cannot be ruled out. The patient was not adversely affected.